Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to procedural conditions, and likely due to the clip arm closing on the thin posterior leaflet and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the leaflet tear. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds) was implanted successfully reducing mr to 2-3. A second clip was advanced to the mitral valve and grasping of the leaflets was performed; the clip was closed to approximately 60 degrees further reducing mr. After leaflet insertion assessment, the clip was closed further to approximately 20 degrees and during this maneuver mr increased to grade 3. A tear was noted on the posterior leaflet. The clip was opened and repositioned medial, next to the tear and mr was reduced to 2. The procedure was discontinued. The patient remained stable. There was no adverse patient sequela reported. No additional treatment is planned for the patient. No additional information was provided.